Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: model number/catalog number: unknown. Serial number: unknown. Batch/lot number: unknown. Model/catalog description: unknown. Unique identifier (UDI) #: unknown.

Event description:
It was reported that this spinal cord stimulation (scs) patient experienced increased charging requirements for the implantable pulse generator (ipg). As a result, the ipg was explanted and replaced. It was also noted that one of the leads demonstrated high impedance; however, the physician chose not to replace it. Although the exact cause remains unknown, the lead with high impedance was utilized in the current setup, which may have contributed to the increased charging burden. The ipg was disposed by the medical facility and will not be returned for analysis. The patient has fully recovered.